Manufacturer narrative:
Novocure medical opinion is that contribution of the array placement to the skin irritation cannot be ruled out. A risk factor for skin irritation in this patient includes concomitant pembrolizumab (rash, itching, skin blistering or peeling are common adverse reactions. Source: pembrolizumab prescribing information). Skin reaction has been reported in the pivotal ef-24 clinical trial for optune lua treatment for nsclc (19% overall in the ttfields arms and 2% overall in the control arms ).

Event description:
A 75-year-old female patient with non-small cell lung cancer (nsclc) started optune lua therapy on (B)(6) 2025. On march 06, 2025, novocure was informed that the patient experienced a skin reaction, described as itching on her back after the second day of wearing the transducer arrays. The front of her torso reportedly remained unaffected. It was noted that the patient had applied a skin preparation and took unspecified oral antihistamines. The patient remained on optune lua therapy. Attempts to contact the prescribing physician for further details were made, but no response was received.